Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on the homechoice (hc) device during the dwell 2 of 4. The home patient (hp) was connected at the time of the alarm. It was noted that the supply bags were empty and there was solution in the heater bag only. The hp informed the technical service representative (tsr) that none of the bags came undone during therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The tsr instructed the hp to cycle the power on the hc to clear the alarm. The hp would complete the therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.